Event description:
Information was received indicating that a patient was "regularly fiddling with" a smiths medical cadd-legacy duodopa ambulatory infusion pump "and possibly changed the pump values." It was reported that the pump was subsequently set to lock level two. No adverse patient effects were reported.